Event description:
The heparin drip was programmed into the pump to run at 11u/kg. The programming was checked by two rns per policy. Approximately 2 hours later, the pump alarmed empty. The heparin infusion occurred at 166.7ml/hr. The patient required protamine IV to reverse overdose of heparin.